Event description:
The customer stated that the insulin pump alarmed during the rewind. The customer reported a blood glucose reading of 477 mg/dl, which she treated. Troubleshooting was performed and the insulin pump didn't pass the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.